Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the balloon on the foley catheter, burst while in use. No pieces were reported to be missing and no medical intervention was required. The catheter was removed and replaced.

Event description:
It was reported that the balloon on the foley catheter, burst while in use. No pieces were reported to be missing and no medical intervention was required. The catheter was removed and replaced.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "should balloon rupture occur, care should be taken o assure that all balloon fragments have been removed from the patient."